Manufacturer narrative:
An event regarding packaging damage involving an offset adapter was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device or its packaging was not returned and no photographs were provided for review. Device history review: a device history review confirmed that this batch was manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as device and/ or packaging return or photographs of the reported damage would be required to determine a root cause. It is noted that the device was manufactured in may, 2011 and may have been subjected to multiple transportations. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, during a tka, a surgeon found a torn vinyl pouch which wrapped the offset adapter in the blister pack. The adapter had no problem but he used a spare one just in case.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a tka, a surgeon found a torn vinyl pouch which wrapped the offset adapter in the blister pack. The adapter had no problem but he used a spare one just in case.